Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using care link. Device had cracked battery tube threads and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s son reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose on april 12 to (B)(6) 2020 with blood glucose of 400 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump. Customer stated they contact their health care professional regarding high blood glucose. Based on customer report customer did not allege insulin pump was under delivering. Customer experienced symptoms such as vomiting. Customer performed high pressure test and test pass. The insulin pump will be returned for analysis.